Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
It was reported the customer was experiencing low blood glucose. Customer stated their blood glucose was 68 mg/dl. The customer treated their blood glucose with glucose tablets. The customer also reported their insulin pump did not rewind enough for them to put in the reservoir. Customer also reported a crack in their reservoir compartment, where the reservoir screws in. The customer also stated the crack was located at the threading of the reservoir compartment. Customer could not recall how the damage had occurred. The customer's blood glucose rose to 117 mg/dl at the end of the call. Customer was advised to disconnect from their insulin pump and revert to a backup plan. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).